Event description:
During a surgical procedure performed by surgeons at (B)(6), the ceramic tip of the USA elite system standard resectoscope metal brown beak sheath, 24 fr, broke off and fell into the pt. The piece was retrieved and there was no pt harm.

Manufacturer narrative:
Visual inspection of the instrument confirms the complaint that the ceramic tip is chipped and cracked. A piece of the tip is missing and is assumed to be the reported piece that "broke off in the pt." The remaining portion of the ceramic tip is secured inside the end of the sheath tube. Close inspection of the remaining ceramic piece, reveals a damage site with considerable cracking and chipping of the ceramic, coincident with what appears to be a burn mark at the site. Also noted, are several cracks that appear to originate from that damage site and travel in different directions into the body of the ceramic. The balance of the instrument is in good physical shape with no dents or damage observed. Conclusion: customer abuse.